Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. There was no indication, however, that the device bogging down caused the distal embolization. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. In-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of pts) in the IFU. Lastly, the guidewire used in this case is a spider filter guidewire which is not a compatible accessory and the IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."

Event description:
The jetstream g3 was advanced to treat a 3 cm moderately calcified in-stent restenosis (isr) lesion located in the mid to distal superficial femoral artery (sfa). A filter guidewire was placed with the distal basket in the popliteal artery. The physician was aware that the filter guidewire is not an approved guidewire in the jetstream g3 instructions for use (IFU). The device was activated and advanced slowly with good technique using minimum diameter mode through the lesion with no resistance. The device was then retracted back and maximum diameter mode was activated. Two passes were made using maximum diameter mode. On the third pass, the rpm's slowed down and the device began to bog down just proximal to the stent. The physician stopped and the device was retracted out of the pt with no difficulty. An angiogram was performed and there was an abrupt occlusion proximal to the lesion. Two inflations of an angioplasty balloon restored flow. Additionally, a stent was placed with excellent results. Pt outcome was good. The physician believes that a plaque flap broke off and caused the occlusion, which was unforeseen during the procedure.